Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst indicated that a power on reset appeared to have occurred with a no reason code given on (B)(6) 2015. (B)(4).

Event description:
A cardiac resynchronization therapy-defibrillator (crt-d) was returned to the manufacturer without reason for removal. The crt-d was analyzed and analysis results were inconclusive. No patient complications have been reported as a result of this event.